Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that during the implant procedure, the physician tested the impedance on this lead and it was too high. The physician decided to replace this lead with a new one and the implant was successful. This lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. No anomalies were found. (B)(4).